Event description:
It was reported by service report that a weld was broken with sharp edges and the pt right siderail would not lock in the upright position. No pt involvement or adverse consequences are reported.